Event description:
Patient reported they have stopped aligner treatment due to gum recession. The aligners no longer fit due to their teeth shifting too much. Gathering and requesting information and any diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.